Manufacturer narrative:
The device was received for evaluation. The device was found to be within specification during testing. 'Air sensor alarm' could not be verified through the event history log (ehl) review or reproduced during evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'air sensor alarm' was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a air sensor alarm. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.